Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('desires to move forward with hysterectomy') and heavy menstrual bleeding ('heavy menses') in an adult female patient who had essure (batch no. A36514) inserted for female sterilisation. The patient's concurrent conditions included abnormal uterine bleeding, vaginal bleeding, heavy periods and dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plan to schedule likely hysterectomy :2020) and ablation. At the time of the report, the medical device removal and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('desires to move forward with hysterectomy') and heavy menstrual bleeding ('heavy menses') in an adult female patient who had essure (batch no. A36514) inserted for female sterilisation. The patient's concurrent conditions included abnormal uterine bleeding, vaginal bleeding, heavy periods and dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plan to schedule likely hysterectomy :2020) and ablation. At the time of the report, the medical device removal and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.